Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Nordic bluetooth pairing test: pass. Performed share log review and no issue were found. The patient's complaint was not confirmed because there were no transmitter errors present on the log.. The reported event of a failed transmitter error was not confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined via data.